Manufacturer narrative:
The concomitant products: lasso nav variable eco, model# d-1343-01-s, lot # unknown. C3 cs refstar ¿ deflectable, model# d-1285-01-s, lot # unknown. (B)(4).

Event description:
The customer reported the following during an atrial fibrillation (afib) procedure: re-isolation of the pulmonary veins: there was a difficulty to place the lasso catheter in right vein. Using an agilis sheath did not help. The agilis sheath was kept until the end of the procedure. 3-4 ablations at 25 watts were done. Contact force was between 10 and 20g. Studying of a ventricular extrasystole coming from right ventricular outflow tract - (rvot). Decanav was used to build a mem activation map but we get only 5 points as only 1 extrasystole at that time. The physician followed the investigation by pace mapping and finally ablated at the anterior part of the rvot. 5-6 ablations at 25 and 30 watts and contact force between 4 and 7g. Waiting after ablation to see if the extrasystole would come back when the physician saw again a significant blood pressure drop. They immediately made a transthoracic echo and saw the cardiac effusion. The patient stabilized after 2 hours. Puncture in the pericard bag to retrieve blood and re-inject in the patient body. This procedure protect from tamponade and necessity of blood perfusion. According to the physician, bw equipment were not suspected to be in anyway the cause of the perforation. The physician suspected that the perforation happened in the rvot. The patient was discharged from the hospital 2 days after as he had fully recovered from the complication.